Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump.